Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead had chronic high pacing thresholds. The lead was capped and replaced during routine device change out procedure on (B)(6) 2016. The patient tolerated he procedure well and was discharged the next day.